Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported upon attending a permanent implant procedure for the patient, the sjm representative was informed the patient had previously experienced ineffective stimulation (date of event is unknown) with a previously implanted sjm scs system (device informaton is unknown) which was explanted in 2007 (exact date of explant is unknown) due to the issue. No additional information is available at this time.